Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared before issue began, but issue resolved before customer contacted support. There was no adverse impact to the customer's blood glucose level. Customer did not change charging supplies and pump later began charging on its own, so no further assistance was required and no pump shutdown or loss of function occurred.